Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press and often required multiple presses to activate the pump screen. Customer's blood glucose level was not impacted. The customer was instructed by technical support to press the button firmly, but despite this, the issue persisted. Technical support decided to replace the pump, and the customer agreed to allow the current pump's battery to deplete before returning it using a prepaid label within ten days. The customer confirmed understanding of the instructions and will continue using the current pump until the replacement arrives.